Event description:
It was reported that, the sureform 60 stapler misfired. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified during a procedure. The stapler fired but did not complete the firing. There was no tissue being pushed forward or dragging during the firing sequence. The event involved the reload deploying staples unexpectedly in a b shape. There was no exposed blade and the reload was not stuck on tissue. There were staples missing from the staple line with no error generated. This occurred during the 6th firing of the stapler. The surgeon used a new reload to continue the procedure. There was no unplanned tissue removal, and no obstructions encountered between the instrument jaws. The loose staples on the cartridge were still located on the cartridge when it was removed from the patient. The missing staples were part of the stapled area. There was no injury to the patient and the surgery was completed successfully.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A review of the provided image was performed by an intuitive surgical, inc. (Isi) fae. The images show a blue reload that has been fired. There is a mass of tissue or blood at around the middle of the reload, with loose, fully formed staples, near the mass. It appears that the staples were deployed from the reload and formed against the anvil, however there may not have been tissue in the area when the staples were deployed. The procedure log was reviewed and shows that all 5 firings with blue reloads were completed successfully, with no pauses for compression.